Manufacturer narrative:
(B)(4). Batch # r9200x. Investigation summary: the device was returned with the distal tip of the blade broken off and not returned. The remaining blade portion was scratched and had evidence of contact with metal in or out of the operative field. This blade tip portion may have broken off of the device during transport to our analysis site. During functional testing on a gen11, an alert screen was displayed. A probable cause of the device to stop activating and to display an alert screen is blade damage. The device was disassembled to inspect the internal components and no anomalies were found. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.

Event description:
It was reported that during a gastrectomy procedure, during use of the device, the generator console showed the error message to remove and replace the instrument. The console was turned off and on, and it asked to activate the instrument "but the device should not ask to activate the instrument." The device was activated by pressing a power button with the jaw open, and the console showed the same error as before, to remove and replace the instrument. These steps were repeated again and the same thing happened. The instrument was replaced and the surgery continued. There was no patient consequence.